Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump display was blank. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. The customer inserted new battery but the issue reoccurred. The insulin pump will not be returned for analysis.